Event description:
It was reported that the user experienced hyperglycemia after announcing a smaller-than-usual meal but consuming two muffins and coffee with cream, then later using a meal announcement without eating to obtain insulin; fingerstick glucose was 283 mg/dl and the pump displayed 257 mg/dl with a downward trend, later decreasing to 212 mg/dl. Symptoms included fatigue. Outcomes included no injury, no loss of consciousness, no emergency treatment, and recovery as glucose trended down. Investigation included user education and troubleshooting on correct meal announcements, appropriate correction strategies, and low-glucose treatment guidance, with additional training scheduled. Investigation of this case revealed user technique error related to meal announcement entry and use of meal alerts without food intake. It was concluded that the device functioned as designed and that the event was attributable to user handling and carbohydrate underestimation.